Event description:
The customer reported that the touch screen was not responding. Observed oil (liquid) patch at right bottom corner and middle bottom on the screen. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.